Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing. Not able to recreate with pocket manipulation or movement. Technical services (ts) were consulted and discussed possible causes. A save-to-disk was sent in for engineering analysis and it was noted that the total shock counters exhibited wrong information. Additionally, low shock impedances were observed. Then, an x-ray was performed and it was unable to confirm any issue. The patient is very sick and has other comorbidities and may be made a do not resuscitate. At this time, this s-ICD system remains in service and no adverse patient effects were reported.